Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this brady lead was dislodged. There was no known intervention to date. This lead remains in service. No adverse patient effects were reported.